Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the infection at insertion site, bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient¿s blood glucose reached the "600's" mg/dl while wearing the pod between 4 and 24 hours. Patient noticed the cannula was bent upwards by 15 to 20 degrees when pod was removed from infusion site(leg). Patient's infusion site had become infected with blood and puss had discharged from site. Patient was seen by a health care professional where they provided patient with medications to treat the infection. Medication type, name, and dosage were not provided.